Manufacturer narrative:
Correction: device serial number now provided as it was inadvertently left off initial MDR. Additional information: multiple attempts for system logs have been made.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 6/7/2017 a medtronic representative went to site for performing system checkout. System passed all tests and is functioning normally. No parts were received by manufacturer for evaluation.

Event description:
A medtronic representative reported that when the site was booting the imaging system, it displayed a connected not ready error message. The error message went away after some time. There was no patient present at the time of the issue.